Event description:
Nurse called to report hospitalization due to diabetic ketoacidosis. The blood glucose reading at the time of the event was 272 mg/dl. Nurse stated that customer will be released after blood glucose readings are stabilized. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.